Event description:
The user facility reports that the injured employee is fully recovered.

Event description:
A surgical scrub technician hit his head on a suspended 21" video monitor while passing an instrument to the surgeon.

Manufacturer narrative:
It was determined that there was no malfunction of the monitor or suspension system and that the cause of this incident was inattentiveness on the part of the scrub technician. The technician was dazed and dismissed himself from the remainder of the procedure and it was reported he sustained a concussion.